Event description:
The user facility reported that they were having trouble passing the wire through the wire introducer. They were able to do the case although the wire was very damaged after going through the terumo needle hub/introducer. The patient was stable, and the outcome of the procedure was successful. Additional information was received on 27 jun 2022: the procedure performed was a left heart catheterization.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire and needle mobility issues because the sample was not returned for assessment. The exact root cause could not be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).